Event description:
It was reported that following the patient's implant in 2008, the internal neurostimulator (ins) started protruding. The patient stated that "it got worse and worse" and that she felt like it was "going to burst through the skin if she moved". The patient further stated that her physician did not address the issue. It was noted that the patient had the device explanted in 2012 and replaced with a smaller unit. The patient outcome was not provided.

Event description:
Additional information stated the patient felt "pain at site of pulse generator insertion." Impedance testing showed no abnormal impedances and the patient recovered without injury.

Manufacturer narrative:
Product ID 3778-60, lot# serial# (B)(4), 1implanted: (B)(6) 2008, explanted: product type lead. Product ID 37742, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: product type programmer, patient product ID 3550-29, lot# n130238, serial# implanted: (B)(6) 2008, explanted: product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).